Event description:
A discordant, falsely low total prostate specific antigen (psa) result was obtained for one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on same instrument, resulting higher than the initial result. It was repeated upon dilution on the same instrument, resulting higher than the initial and first repeat results. The second (diluted) repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low total psa result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc instructed the customer to run precision tests and quality control samples, all of which were within acceptable ranges. A siemens headquarters support center specialist reviewed the instrument data, which indicated that the cause of the falsely low total psa result was related to sample integrity or sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.